Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer received a positive result at the hospital with an unknown brand test, and a negative result on the binaxnow covid-19 antigen self-test. No additional information was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrections: b5 - formatted to remove extra spaces. D4 - serial number ni, UDI ni. E1 - phone number, fax number, email ni. H6 - health impact code f24. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer received a positive result at the hospital with an unknown brand test, and a negative result on the binaxnow covid-19 antigen self-test. No additional information was reported.